Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 384 mg/dl. The customer¿s other blood glucose level was 348 mg/dl, 317 mg/dl and 188 mg/dl. The customer was treated with bolus and manual injection in the hospital. Customer does not allege insulin pump was under delivering. Customer also report insulin flow block alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in event description was incorrect with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was not hospitalized but visited to emergency room due to high blood glucose and diabetes ketoacidosis.